Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of trip wire break.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a procedure performed on (B)(6) 2024. During the procedure, following the deployment of one band, the wire snapped at the cog. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.